Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe plus x100l png rfs safety guard would not activate. The following information was provided by the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 008, the free text comment field indicated, ¿spring did not work. Tiny amount of liquid left in syringe.¿ additional follow up from the site and caregiver provided on 18dec2023, ¿I don't remember any clicking. The plunger depressed normally, the needle just didn't retract and when I pulled it out and looked at it, there was a very small amount of liquid left. ¿

Event description:
It was reported that the ultrasafe plus x100l png rfs safety guard would not activate. The following information was provided by the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 008, the free text comment field indicated, "spring did not work. Tiny amount of liquid left in syringe." Additional follow up from the site and caregiver provided on 18dec2023, "I don't remember any clicking. The plunger depressed normally, the needle just didn't retract and when I pulled it out and looked at it, there was a very small amount of liquid left."

Manufacturer narrative:
H6: investigation summary: unconfirmed: no evidence provided.